Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. The field suspects the electrode may be fractured. No changes have been made to the system at this time and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 110 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas 50-77 mm from the terminal pin. This fracture is located at/near the distal end of the terminal boot. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fracture were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fracture resulted in the observed noise, oversensing, and inappropriate shock.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 110 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas 50-77 mm from the terminal pin. This fracture is located at/near the distal end of the terminal boot. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fracture were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fracture resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. The field suspects the electrode may be fractured. No changes have been made to the system at this time and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. The field suspects the electrode may be fractured. No changes have been made to the system at this time and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. The field suspects the electrode may be fractured. No changes have been made to the system at this time and the electrode remains in service. No adverse patient effects were reported.